Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, 1 tube had defective stopper molding and was sideways in the tube. There was no health impact or consequences reported.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd received a photo for investigation. Evaluation of the photo showed improper assembly, resulting in the stopper not being placed correctly in the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.